Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable" alarm at intervals. It was reported that the cassette reservoir volume was 53 ml. Per reporter lot number is not available. No adverse patient effects were reported. No further details provided.